Event description:
It was reported that prior to starting a da vinci si surgical procedure, the fenestrated bipolar forceps instrument was noticed to have bent bipolar prongs. There was no patient harm, injury or adverse outcome reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed both bipolar pins being bent toward each other. Additional findings revealed a frayed pitch cable. The instrument was found with frayed pitch cable at the distal clevis hub. No damage was found at the clevis. No other cable damage was found. The evidence was not conclusive, but the instrument was likely mishandled. Electrical continuity passed. The instrument had four uses left. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.